Event description:
When the physician was opening tissues to enucleate the myoma during a laparoscopic myoma enucleation, the physician grasped too much. Then the probe tip broke off inside the pt body. The physician retrieved the fragment and there was no pt harm. The subject device was replaced with a similar device and the procedure was completed. The physician already reported after wards that what happened is not because of a malfunction of the subject device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp for evaluation but the photo of the subject device was attached. The evaluation of the attached photo of the subject device confirmed that probe tip was broken at the root of the probe. The manufacturing history was reviewed, with no irregularities noted. Based on the event reported and the past cases with the same model, it is highly likely that by continuously activating output with grasping too much tissue in the grasping section, the root of the ptfe pad locally wears and the probe tip and the metal part of jaw came into contact each other at the root. Due to the contact, the probe tip cracked and broke off. The instruction manual of thunderbeat prohibits the usage as mentioned in the above. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.